Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1994, awareness date 18-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008, days after a late term miscarriage of twins. She was painful the minute she woke up from the procedure. That pain has never gone away and she never had relief. Even after having her tubes removed over five years prior to this report, many of her symptoms remained. Every morning she wakes up sick with nausea. Every night she battles to find strength to overcome debilitating leg cramps, numbness in extremities, and a complete lack of energy. Result and assessment of the product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was painful the minute she woke up from the procedure, that pain has never gone away. She underwent a salpingectomy. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, although the pain did not resolve after the salpingectomy, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed (salpingectomy). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs